Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, auto mode switching episodes due to external noise were observed on egms. Patient had coronary by-pass intervention on the same day and noise episodes were suspected to be caused by electrosurgical knife used during the procedure. All the electrical values were good and within range during follow-up. Patient's condition was stable.